Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned approximately three months post implant due to high pacing thresholds. Following the repositioning procedure, the threshold measurements were stable and within normal limits. No additional adverse patient effects were reported. This product remains implanted and in-service.